Event description:
During deployment of the stent in the sfa, the stent became elongated. No injury to the patient was reported.

Manufacturer narrative:
A review of the manufacturer records for this device did not reveal any discrepancies relevant to the reported event.